Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had burn/charring at the distal end cover next to the lamp and camera. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields: d4. Additional information added to field: h3, h4, h6, h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of plastic distal end cover burnt was confirmed. Evaluation also found the bending section cover adhesive had foreign material. Based on the results of the investigation, the likely cause of the burnt plastic distal end cover was unable to be determined. Foreign material on the bending section cover adhesive was confirmed, but the type of foreign material was unknown. There was deformation to the area where the foreign material was detected, which was likely the cause; however, a definitive root cause for the foreign material on the scope could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: the instruction manual states the detection method associated with the event plastic distal end cover burnt in "inspection of the endoscope", and preventative measures in "using endo-therapy accessories". The instruction manual states the detection method associated with the event bending section cover glue having foreign material in "inspection of the endoscope", and preventative measures in "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.